Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: after placement of an unknown ¿single lumen size 9¿ tube small particles ended in the bronchi and were removed with a bronchoscope. No further harm to the patient reported. The frova intubating catheter and two blue flakings in 7 and 13 mm, respectively, were returned. During investigation of the catheter three scrapings were noted and so was a scratch between two of them. Based on these findings and the information provided the exact reason for the reported event cannot be determined. However, the instructions for use (IFU) supplied with the device warn that care must be taken when introducing/removing the catheter introducer from the endotracheal tube, as contact with sharp edges on the internal surface of the endotracheal tube may cause small fragments to be shaved off the catheter introducer during introduction/removal. Also, the IFU warn to lubricate the catheter introducer and endotracheal tube before use and to ensure proper sizing of the endotracheal tube to be used in combination with frova intubating introducer. There are adequate controls in place to ensure that the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the device history record was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received on 31may2023: single lumen size 9 tube was used with the device. No resistance experienced during the advancement. The particles removed from the bronchis with a flexible bronchoscope.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) k161813. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: little particles are coming loose. Particles have entered bronchi of the patient.